Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not boot up completely. Upon troubleshooting with the customer, the rse found that the issue was caused by a stuck key on the keyboard. To resolve the issue, the rse instructed the customer to check the keyboard and release the stuck key. After releasing the stuck key, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.